Event description:
It was reported that the pump was removed on (B)(6) 2005 because the patient was allergic to all of the medication that was put in the pump. It landed the patient in the hospital and almost killed her. The medication was changed from morphine to dilaudid to fentanyl. It was turned up and made her sicker and sicker. It was also reported that the patient fell in her backyard on (B)(6) 2005 and the catheter pulled out of the spine. The patient got really sick and gave her healthcare provider (hcp) a 3 page list of her withdrawal symptoms. When the pump came out, the catheter had been pulled out and the spinal sac had to heal up. The patient had a spinal headache for 4 days. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005; product type catheter. (B)(4).